Event description:
Device issue: dislodged stent. Time of device issue: prior to use. Adverse event: none. It was reported that during insertion of the vision 3.5 x 23 mm stent onto the guide wire, it was noted that the stent implant was missing. The physician found that the stent implant was inside the protective sheath. A new vision 3.5 x 23 mm stent was implanted successfully. There was no pt involvement as the device has not entered the pt. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.